Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: event site name: (B)(6) hospital (B)(6) university. Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump(iabp) device occasionally displays a message maintenance required, code 7, while other functions of the device are normal. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, conclusion), h11. A getinge field service engineer was dispatched to evaluate the unit. The removed the dust from the power module. The unit passed all functional and safety checks as per manufacturers specifications.